Event description:
The customer contacted beckman coulter (bec) to report non-reproducible elevated troponin I (access accutni+3) results for three patients involving the unicel dxi 600 access immunoassay system (serial number (B)(4)). Although the customer did not inspect the samples, the customer stated the issues may be related to pre-analytical sample handling. The three initial elevated results were generated on (B)(6) 2014. The elevated result of 0.14ng/ml for patient one generated on (B)(6) 2014, was reported outside of the laboratory. The patient was admitted to the hospital for observation. The physician questioned the elevated result and upon repeat of the sample on the same instrument, lower result (less than 0.02ng/ml) within reference range of 0.00ng/ml to 0.04ng/ml was generated. Sample from second draw also generated lower result, although the result was not provided by the customer. Patient one was discharged from the hospital within twenty four (24) hours. The initial elevated results for patient two (0.11ng/ml, generated on (B)(6) 2014) and patient three (1.77ng/ml, generated on (B)(6) 2014) were reported outside of the laboratory. The patients were admitted to the hospital and were sent to the cardiac catheterization laboratory. Repeat on the same instrument for both samples on (B)(6) 2014 generated results of 0.00ng/ml for both samples. All system parameters including quality control (qc) and calibration were within assay and instrument specifications. The customer technical support (cts) advised the customer to run a system check and (B)(4) replicate precision run using low level qc material. The samples were collected in lithium heparin tube and were centrifuged for five minutes at room temperature. This report is related with the initial elevated result generated on (B)(6) 2014.

Manufacturer narrative:
The customer did not provide the patient's age, date of birth and weight information. Service was not dispatched. There was no indication that access accutni+3 reagent was returned for evaluation. There was insufficient evidence to suggest a malfunction. The cause of the event cannot be determined with the available information. All associated mdrs: 2122870-2015-00011, 2122870-2015-00012, 2122870-2015-00013.